Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the modular cable being difficult to disconnect from the controller was confirmed. The returned modular cable, lot 6877095, was connected and disconnected from the controller several times, which required more effort than normal as the cable seemed to stick in the controller. The connector was examined and nothing was found that could explain this stickiness. The modular cable was tested with a test controller and no alarms were produced. The cables internal conductors were also tested and no anomalies were noted. The cable was functionally tested and found to operate as intended during analysis. A root cause for the reported event was not conclusively determined through this analysis. The device history records were reviewed (lot # 6877095) and the records revealed that the heartmate 3 modular cable was manufactured in accordance with manufacturing and qa specifications. The heartmate 3 instructions for use section 2 - ¿system operations¿ and heartmate 3 patient handbook section 2 - ¿how your heart pump works¿ explain that if it has been determined that damage has been detected in the modular cable, it should be replaced. The patient handbook also cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
Related manufacturer reference number: 2916596-2020-05533. It was reported that while the patient's controller was attached to the patient cable, the system monitor was unable to see any information. This continued to be a problem after trying all new external equipment (new patient cable, power module, system monitor). A controller exchange was warranted. The vad coordinator was unable to disengage the driveline from the controller (reported as feeling "sticky"). Decision made to exchange the modular cable as well as the controller to ensure a safe transition to new controller. Patient denied getting controller or modular cable wet. Controller and modular cable were successfully exchanged in clinic. Vad coordinator was able to connect to system monitor on new controller. Additional information stated that the issue resolved with the controller exchange.